Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on the valve bond edge side assessed as unidentified (tear) opening and observed opening on anterior side assessed as surgical damage. As per the investigation procedure, creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Healthcare professional reported "deflation." This record is for the right side. The device has been explanted.